Manufacturer narrative:
Concomitant medical products and therapy dates: model 6316, dbs extension kit: implant date : unknown. This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received 2 dbs leads with a same lot number. It was reported the patient¿s ((B)(6)) leads were repositioned on (b)6) 2017 in order to provide better therapy. Reportedly, therapy was restored postoperatively and the patient is doing well.